Manufacturer narrative:
The getinge field service engineer (fse) replaced the helium fill manifold assembly then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during start up and while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure "fill fail-flush fill timeout" alarm. The end user swapped out the iabp unit with a cs100 iabp unit. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6, h10, h11. Corrected fields: e1(initial reporter), g1. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and had some problems when emptying and calibrating the internal helium. The fse suspected that there was a problem with the helium fill manifold assembly. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during start up, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure "fill fail-flush fill timeout" alarm. The end user swapped out the iabp unit with a cs100 iabp unit. There was no patient harm and no adverse event was reported.